Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple unspecified cartridge issues occurred. There was no adverse impact to customer's blood glucose level. The customer reverted to manual injections to resume insulin delivery.